Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: claimed, needle is bend and clogged.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/3/2022. H.6. Investigation: one sealed and two open 32g x 4mm pen needle samples were returned from lot. No. 1013193, cat. No. 320141 along with three open 32g x 4mm pen needle samples from an unknown lot. No. Visual examination of the two open samples from lot. No. 1013193 was carried out and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. Visual examination and a clog test as per tp700483 was carried out on the sealed sample from lot. No. 1013193 and no issues were observed. Visual examination was also carried out on three open samples from an unknown lot. No. And a broken non patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on the second sample. Visual examination and a clog test as per tp700483 was carried out on the remaining sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: claimed, needle is bend and clogged.